Event description:
Allergic reaction to latex gloves. Rptr was caring for a pt and there seemed to be an excessive amount of powder. Rptr experienced difficulty breathing, erythema all over, blisters between fingers and inside nose two days later, welts. Rptr hasn't felt well since, experiencing upper respiratory symptoms. Rptr has lost their job because of this. Rptr was treated in ER: benadryl, epinephrine.